Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the physician brought in a report stating that her blood sugars have been in the 400mg/dl range even though the customer is changing out her site and doing all she can do. The customer¿s blood sugar was 503 mg/dl this morning. Patient's current blood glucose was unknown. The customer treated it by insulin pump. Based on customer report customer does not allege pump was under delivering. Customer does not have a tubing clamp available to perform high pressure test. The customer will call after receiving tubing clamp. The insulin pump will not be returned for analysis.